Event description:
The customer reported that the scope exhibited a b30 error while cleaning the contacts during troubleshooting an e315 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information but no response was received from the customer. Correction: b5. Additional information: h4, h6, h11. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of this event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that her olympus evis exera iii colonovideoscope was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.